Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, the dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, as no sample was returned for evaluation. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd892950 and gd893149. No exceptions were observed that were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.